Event description:
The following has been reported: during testing in our lab, the pump displayed "error 41-0004 upstream pressur sensor". Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed. Several technical error 41 and upstream occlusion alarms were found which confirms the reported event. The reported device was received in brézins for investigation. Nothing was noticed during the external visual check (except the cap of the drop sensor connection broken). During device log review, several error 41 were found that confirmed the reported event. The reported event is confirmed by the triggering of the error 41 at start up and the quality control couldn't perform. Nothing was noticed during the internal visual check, including the upstream pressure sensor. Following visual inspection, cross-tests were performed. The upstream sensor founded functional. However, the cpu board was founded to be defective. This compliant is considered as valid, and the root cause is likely due to a defective cpu board. It's advisable to change the cpu board. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.